Manufacturer narrative:
Zimmer biomet complaint (B)(4). This event was previously submitted under 10/16/2019, MFR-0002023141-2019-00895. The manufacturing facility number has been updated. Brand name is not provided / unknown. Lot number is not provided / unknown. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. The reported condition of bone loss is not confirmed. Visual inspection of the as returned product identified significant wear about the implant threads. The implant is fractured across the threaded region. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports bone loss around unknown fractured legacy biomet implant. Tooth site # 29. The implant was removed.